Manufacturer narrative:
(B)(4).

Event description:
The manufacturer¿s representative (rep) reported the patient¿s battery was overdischarged and the end of service (eos) message was seen because it was the patient¿s third device reset (the dates were unknown). The patient¿s programs were able to be recovered and an impedance check was performed. Results of the impedance check were all normal except for contact seven which was over 10,000. The patient was considering a battery a replacement. No patient symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.